Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020 which was the explant date.

Event description:
It was reported that patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.